Event description:
The dealer states that the chair intermittently going in and out of drive lockout, motion seating system is on chair. Motion thinks its a glitch in the joystick, cause their electronic box indicator light is green and not red which would indicate drive lockout. This problem is intermittent and getting more frequent. Patient is using the chair when the joystick is turned on no errors, but will show up later,no additional information.